Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient was having a pump replacement and the hcp could not aspirate drug from the catheter access port (cap). The hcp was concerned about this and decided he should do a catheter revision. The proximal/pump segment of the catheter was replaced. The rep was in the middle of the operation case and no further medical history was able to be obtained. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the reason of pump replacement was end of life nearing. The hcp replaced pump segment and still could not aspirate, back table prime was performed. Patient was receiving therapy without any difficulties at this time. No further complications were reported.